Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis of the fiber did not identify any breaks along the fiber body. Visual analysis did identify normal degradation of the fiber tip due to usage and black spots on the fiber connector face. When connecting the fiber to the system, the aiming beam was bright and round, and the following message was displayed: "treatment used: 5 treatment left: 5." Please know that the slimline fiber is a reusable device. According to the instructions for use (IFU), if the fiber appears damaged, the user is to not use the device and return it to the supplier for replacement. Based on the available information and analysis results, the reported fracture was not confirmed during device analysis. The manufacturer has determined that the reportable criteria is not met for the alleged broken fiber tip.

Event description:
It was reported that the fiber glass cap was broken. The procedure was completed with a spare fiber. There were no patient complications.

Event description:
It was reported that the fiber glass cap was broken. The procedure was completed with a spare fiber. There were no patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first and last name, MFR email address upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis of the fiber did not identify any breaks along the fiber body. Visual analysis did identify normal degradation of the fiber tip due to usage and black spots on the fiber connector face. When connecting the fiber to the system, the aiming beam was bright and round, and the following message was displayed: "treatment used: 5 treatment left: 5." Please know that the slimline fiber is a reusable device. According to the instructions for use (IFU), if the fiber appears damaged, the user is to not use the device and return it to the supplier for replacement. Based on the available information and analysis results, the reported fracture was not confirmed during device analysis. The manufacturer has determined that the reportable criteria is not met for the alleged broken fiber tip.

Event description:
It was reported that the fiber glass cap was broken. The procedure was completed with a spare fiber. There were no patient complications.